Manufacturer narrative:
Review of this MDR and/or additional information received. Shows, that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required, unless additional information received, indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the patient has been at the hospital for four days with a fever, tachy heart rate and was incoherent. The patient's husband brought her personal therapy manage (ptm) to try and give her a bolus and the ptm reading code 8286. The technical services (tss) confirmed that it was empty reservoir. The tss discussed getting in touch with pump managing physician. They were waiting on a response back from a clinic. The tss provided physician contact information. The patient's last refill was in november but did not have any more information on if patient missed an appointment.